Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient was admitted on (B)(6) 2016 for continuous low flow alarms which has worsened since implant, though patient has been asymptomatic most of the time. Baseline flows of 4-5 lpms decreased to 1-2 lpm's during the past week. It was stated that there were increase in low flows with position changes. Speed adjustments were done with transesophageal echo (tte) over the past weekend showed inability to unload the left ventricle (lv) and the atrial valve (av) remained open. Cta on (B)(6) 2016 showed questionable pannus formation on inflow cannula. Decision was made to take patient for elective pump exchange on (B)(6) 2016. Pump was exchanged via thoracotomy (redo x2) with ofg to ofg anastomosis. Upon explant nothing was seen in the inflow or outflow of pump. Large amount of clot removed from lv. Patient tolerated pump exchange well. No additional information received. After pump analysis, site is requesting final report. No additional information received.

Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis confirmed the reported event which revealed 264 low flow alarms have been logged since (B)(6) 2016. A slight downward trend in power consumption and estimated flow was observed starting (B)(6) 2016 to parameters below the normal operating range on (B)(6) 2016. Analysis of the device revealed that the pump met specifications; the pump passed visual inspection and functional testing. Independent pathology report did not reveal any evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the possible root causes of the reported event may be attributed to multiple factors including but not limited to incorrect placement of the pump during implant, obstruction of the inflow cannula, inappropriate setting of the pump rotational speed, and a kink in the outflow graft. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.